Event description:
It was reported that during central processing, the small grasping retractor instrument was found to have loose wires. There was no report of patient involvement. Isi followed up with the reporter on 12/01/2021, and was informed that the instrument was last used on a male patient. No other additional information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the reported complaint of loose wires. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause was determined to be a component failure and related to device design. Fa found an additional observation not reported by the site, and not related to the primary finding. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.025¿ - 0.305" in length and were not aligned with the tube axis. The root cause is typically attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/ or this event. A review of the instrument log for the small grasping retractor instrument (part # 470318- 10/ lot # n10190917 0035) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system (B)(4). The instrument had 3 remaining usable lives with no subsequent use recorded. This complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.